Event description:
It was reported by service report that a missing compression spring in the side rail latch assembly poses a potential for the side rail to not be able to be latched in the raised position. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.